Event description:
It was reported that the camera head had a glass lens missing. The issue was found during preparation/prior to sedation of a diagnostic left extracorporeal shock wave lithotripsy (eswl) crulls procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: glass is missing from camera head found missing charged coupled device lens damaging charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a glass lens missing. The issue was found during preparation/prior to sedation of a diagnostic left extracorporeal shock wave lithotripsy (eswl) crulls procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.